Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. There was blood on the distal conductor of the lead and it was obstructed at 23 cm from the connector pin. Visual analysis of the lead indicated damage at implant. The analyst noted alcohol was applied to break up the blood and a test sample stylet was then fully inserted into the entire length of the lead with no anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implantation the right ventricular (rv) lead exhibited a fracture and the stylet would not advance after multiple insertions. The lead was attempted not used and replaced. No patient complications have been reported as a result of this event.